Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient has been benefitting from the cochlear implant. However, the impedances across channels and number of affected channels have increased over the years. The patient currently has use of only 5 channels and ground path impedance is high. The patient will likely be re-implanted.

Manufacturer narrative:
Investigation results lead to the conclusion that the device likely failed due to damage of the reference electrode. The pattern of damage seems typical for having been caused by continuous movements of the reference electrode. The problems given in the patient report match the damage found. This is a final report.

Event description:
Hearing performance is unsatisfactory.